Manufacturer narrative:
The recipient reportedly experienced a skin flap infection. The recipient was hospitalized on (B)(6) 2017 through (B)(6) 2017. The recipient was treated with rocephin (ceftriaxone). The recipient underwent a wound debridement procedure and the recipient's device was explanted. The recipient remains on antibiotics and cortisol treatment. The recipient's wound is still healing. The recipient will be reimplanted at a later date. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. No further treatment is needed. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.